Event description:
The pt was scheduled to have a colon resection due to a malignant colonic stricture in the sigmoid colon. The malignancy created a total bowel obstruction. In an effort to provide palliative treatment prior to the resection, the physician attempted to place a wilson-cook colonic z-stent. Stent deployment was successful. When the introducer was removed, in introducer lodged of the edge of the stent. This caused one cage of the stent to invert and the introduction system and stent were removed from the colon simultaneously. The pt was reported to be in stable condition. An injury to the pt did not occur.